Event description:
It was reported that the pt never had therapeutic effect. The pt suggested that the actual residual pump volume was greater than the expected residual pump volume. The pt stated that a stroke, diabetes, a "back cave in," and internal bleeding were experienced and believed that all were attributable to the presence of the pump. The pt also reported a "painful jabbing" of the pump into the pt's internal organs, and that the pump "ate the cartilage". The pump had not been turned on or filled for the previous three to four years. The pt requested the removal of the pump .there was no info provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details or pt outcome were provided. Add'l info was requested but not received at the time of this report. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).